Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture had been observed on the right ventricular lead. Impedance measurements were low and insulation damage was suspected. The lead was capped and replaced.